Manufacturer narrative:
The instrument was returned and evaluated. Engineering was able to confirm the alleged complaint of a broken cable. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was reportedly sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the scratches were likely due to mishandling of the instrument. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable and tube insulation issues if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy procedure, the surgical staff alleged that a cable broke on the tip of the mega needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.